Event description:
Mindermann, t., maurer, d. Delayed diagnosis of myocardial infarction due to deep brain stimulation. Acta neurochirurgica. 2013;155(9 ):1679-1680. Doi: 10.1007/s00701-013-1702-4. Summary: we report the case of a patient in whom diagnosis of myocardial infarction was delayed because of deep brain stimulation (dbs). To our knowledge, this is the first case reported in the literature. Reported event: one (B)(6) female patient¿s diagnosis of myocardial infarction was delayed due to her deep brain stimulation (dbs) device. The patient was admitted to the emergency room following the onset of severe substernal chest pain. The reporter stated that the electrocardiograph (ECG) could not be interpreted because of the artifacts from neurostimulation. The neurostimulator reportedly did not respond to the application of an external magnet. There was reportedly no dedicated programming device available in the emergency room to switch off stimulation. The reporter stated that the patient¿s condition deteriorated and the pain was now strongest in the back. An emergency CT scan of the thorax was performed, and aortic dissection was ruled out. The reporter stated that minutes later, stimulation was switched off by another health care provider (hcp) with a dedicated programming device. The ECG then revealed anterior st segment elevation indicating myocardial infarction. The patient was then transferred to the catheter laboratory and underwent successful percutaneous coronary intervention for the occluded left anterior descending coronary artery. The reporter stated that although diagnosis was delayed by one hour, the patient recovered well with only mild left ventricular dysfunction. The reporter stated that the resulting stimulation artifacts in patients with monopolar stimulation may interfere with ECG tracings and monitors. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).